Event description:
Reporting status: serious injury- medical intervention/permanent damage. Reporting rationale: stent dislodged and remains in pt compressed against the vessel wall. Device issue: stent dislodgement. It was reported that the mini vision stent was being placed in the right coronary artery (rca) when the stent separated from the delivery system and remained in the rca. The stent was subsequently compressed to the side of the vessel and remains in the pt's rca. No pt effects were reported. No additional event or pt info is available.